Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where patient was not crossing to station. The customer was unable to confirm whether the patient information was visible on another workstation, as there was only one station in that area. The customer informed that the patient was admitted, although they were not fully certain. The customer has provided the patient details for further review. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where patient was not crossing to station. A technical support specialist (tss) reviewed the issue after the customer reported that the patient was not appearing on the station. The tss remotely accessed the server and followed knowledge article (ka) patient missing on a bd pyxis medstation es & patient discharged in error / how to re-admit patient / cancel discharge ((B)(6)); however, the steps outlined in the article did not resolve the issue. Section two of the ka was then followed to verify whether the patient was present on the server. During this verification, it was observed that the primary ID and visit ID were listed as both discharged and temporary. Further attempts to re-admit or cancel the discharge using the same ka were unsuccessful. As a result, an email was sent to the customer advising that the adt team must perform a cancel discharge action, since the customer was unavailable during the outbound call. The issue was documented accordingly. The system functioned as intended after the technical support specialist assessed the device.